Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the saw blade device and it was determined that the scratched and ridges that were observed were due to lateral impact most likely caused by oscillation inside cutting blocks. It was further determined that lateral impacts can cause the saw blade to tighten the attachment ratchet which would made it difficult to release the cutting tool. Therefore, the reported condition that the device was not functioning was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw blade device showed signs of heavy usage. It was observed that debris remained in between the cutting teeth, and at the coupling end the device was dirty. It was further observed that all over the saw blade, deep scratches could be detected, and on there were ridges on both sides. It was noted in the service order that the saw blade device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.